Event description:
It was reported that the customer was hospitalized in a coma. The customer believes the coma was the result of a problem with the infusion set tubing. Details regarding the infusion set type and the customer's insulin pump use were not provided. The customer recovered from the coma. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.